Event description:
It was reported patient underwent a total left hip arthroplasty on (B)(6) 2009 and a total right hip arthroplasty on (B)(6) 2013. Subsequently, patient alleges implant creaking and elevated metal ion levels and that a right hip revision procedure was performed on (B)(6) 2013. The modular head and taper adapter were removed and replaced. There has been no reported left hip revision procedure. No further information has been provided to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6), 2009 and right total hip arthroplasty on (B)(6), 2013. Subsequently, patient alleges implant creaking and elevated metal ion levels and that a right hip revision procedure was performed on (B)(6), 2013. A review of invoice history confirmed both surgery dates and that the modular head and taper adapter were removed and replaced during the right hip revision procedure. There has been no reported left hip revision procedure. Additional information provided in revision operative notes indicates the right hip revision procedure was performed due to pain and elevated metal ion levels. Revision operative report further noted clear synovial fluid, dark tissue staining and corrosion at the taper.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2013-04518 / 04521).

Manufacturer narrative:
This follow-up report is being filed to relay correct initial right hip procedure date.

Event description:
It was reported patient underwent a total left hip arthroplasty on (B)(6) 2009 and a total right hip arthroplasty on (B)(6) 2009. Subsequently, it was reported that a right hip revision procedure was performed on (B)(6) 2013 due to patient allegations of implant creaking and elevated metal ion levels. The modular head and taper adapter were removed and replaced. There has been no reported left hip revision procedure. No further information has been provided to date.